Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the proximal conductor was distorted. It was noted that the helix was returned bent and stretched out of specification. It was also noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during attempted to implant, the physician had a problem with refixing the electrode. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.